Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone18.2 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod for 3 hours. The caregiver stated that they activated a new pod earlier that morning and when the patient woke up, the cannula was not inserted properly into the skin. It was alleged that the pod had either been scratched while the patient was asleep or the cannula never actually inserted into the skin. The patient had been without a pod the previous day and had received treatment by manual injections. The caregiver was saving the pod for use when the patient was with their babysitter since the babysitter did not like to give manual injections. No alarms or alerts were reported.